Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture (baker grade IV).

Event description:
Healthcare professional reported "intracapsular rupture", "there are water droplets and an irregular linguine sign", and capsular contracture baker grade IV for a left side device. Device has been explanted.